Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the needles failed to capture the sutures. A second proglide device was used with the same results. The method used to achieve hemostasis was not reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.